Event description:
Pump declared a cartridge change error. Customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer contacted technical support, which assisted with resetting the pump, and the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any issues arose. Customer declined further troubleshooting for the cartridge error, and technical support informed the customer's father about the situation.